Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient summoned rn to treatment bay using call light. Patient said blood has backed up into tubing and she saw that the medication bag hanging was empty. Upon arrival to treatment bay, rn saw puddle of clear fluid on floor. Keytruda bag was empty and ns (normal saline) bag was running at tko(to keep open) rate. Rn stated that it appeared that there may have been leak from the filter on the tubing. Since the puddle was below where that part of the tubing was located at the time. There was no fluid on the patient and patient had not noticed the puddle on the floor. No alarms were triggered on the IV pump." The customer wished to remain anonymous, therefore unable to obtain any additional information.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.